Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
Customer reportedly received the following results on the aviva system: 446 mg/dl at 8:41pm, 495 mg/dl at 8:45pm, 441 mg/dl at 8:45pm, and 128 mg/dl at 8:50pm no adverse event reported. Requested return of suspect device and strips, and replacement was sent.